Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The total daily doses did not match, and there was no known cause for the discrepancy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: unable to duplicate the complaint. No defect was found. The basal tdd appears to be inaccurate due to a manual date/time change observed in the black box from 2015-11-16 15:16 to 2015-11-15 15:15. Pump was programmed with a 1.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No alarms occurred during testing.